Event description:
It was reported that during a pacemaker system implant procedure, this lead was attempted to be implanted in the left bundle branch (lbb). While advancing the lead into the heart tissue with the stylet, the lead perforated into the pericardial space, resulting in a pericardial effusion. The lead was repositioned and reimplanted. It is planned to perform an echocardiogram for further evaluation. No additional adverse patient effects were reported. This lead remains in service.